Event description:
Boston scientific crm received information that this device has been showing less than 6 months battery remaining for the past 2 years. As this patient is pacemaker dependant the clinic asked for an analysis of the saved to disc readings to determine if there is any anomalies in the battery readings and if this device is due for replacement. Once boston scientific corporation (bsc) engineering reviewed the disc, analysis indicated that the device had tripped the elective replacement time and should be replaced within a reasonable amount of time. The bsc sales representative will take this information to clinic to determine the course of action. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was found that the device had an incorrect elective replacement time (ert) trip point value that is higher than it should be. Our analysis of this issue has shown that even with the delayed setting of ert at the higher trip point the device should have sufficient power to reach end of life (eol). The programmer has been calculating the estimated longevity with the correct ert trip point value and this is why it's been saying less than 0.5 years for the last 1.5 years. The device met the longevity requirements at the parameters the device declared ert at.